Manufacturer narrative:
Concomitant medical devices: 5076-52 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the patient experienced pocket site pain and a rubbing sensation under their skin from the device. The device pocket was revised and the device remains in use. It was noted that the patient is taking part in the (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth.